Manufacturer narrative:
Lumenis investigated the reported event. A lumenis service engineer visited the site four (4) days after the reported event and was able to duplicate the reported system failure. The engineer replaced the display and resolved the issue. The engineer performed pm as per service manual, tested for power output, alignment, and functionality. The device was found to have met lumenis specifications and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured 13-mar-2014 and installed at the customer's site on 26-mar-2014. A review of historical product complaints from the past two years shows that the same malfunction of the display has not led to serious injury. A review of system risk files found the risk of system failure (1007143_b - risk # 2.13) which has the potential to lead to ineffective treatment, which may require prolonged operation or re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate method as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. According to the gso expert based on the age of the system, wear could have likely played a role in the display failure. Therefore, no additional corrective or preventive action is determined necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a gall stones procedure in which a lumenis versapulse powersuite 60 w laser was being utilized, system was changing the settings, the user restarted the system twice but the laser could no longer be used. Unable to continue with the system, an alternate method was used to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.